Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had visited the emergency room due to low blood glucose. The customer was passed out due to low blood glucose. Customer¿s blood glucose reading at the time of the incident was 40 mg/dl and the current blood glucose was 140 mg/dl. Customer did allege the insulin pump was over delivering. The displacement test passed. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The insulin pump will not be returned for analysis.